Event description:
Dealer delivered new, out of the box, scooter to consumer and during the test drive the scooter allegedly would cut out and stop, jerking the consumer forward. Consumer is afraid of being thrown from the scooter. No serious injury alleged.